Manufacturer narrative:
Device not yet returned.

Event description:
It was reported that during a surgical procedure at the user facility, foreign material was found on the battery box of the device. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.